Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the returned product noted that the reload was fully fired. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there wer e no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hand assisted sigmoid colon resection with colostomy, the device had a snapping or cracking sound at the end of firing cycle. Staple lines looked visibly intact on specimen and stay side, but when the surgeon scoped the rectum there was central mucosal separation and staples were more visible than normal. There was a continuous small air leak under water. The surgeon over sewed the leak and aborted any anastomosis. No patient injury has been noted.